Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was detached from the top part, and went down in to the trachea. It was indicated that they used forceps to pull it.